Manufacturer narrative:
This file has been opened as a result of a historical review of records. A customer contacted haemonetics on (B)(6) 2009 and alleged that the centrifuge motor controller board smoked during testing. No donor injury was reported. No operator injury was reported. In the environment this device is used, a board failure will render the equipment inoperable and the donation terminated. There would be an opportunity for gravity reinfusion depending on the phase of the procedure and donor status. If blood loss were to occur, anemia may be a risk, however this would be a temporary condition resulting in donor deferral. Within a donor setting, there is no risk of fire or explosion since this device is not in an oxygen rich environment. This failure was found by the technician performing service on the device. Although trained, the technician could have been injured (likely non-serious) if not servicing the device properly. The board was returned to haemonetics and confirmed to not meet specification. The product was repaired according to our return goods process. The specific component failure was not recorded. No evidence of spark or fire was recorded. The board was replaced in the field.

Event description:
This file has been opened as a result of a historical review of records. A customer contacted haemonetics on (B)(6) 2009 and alleged that the centrifuge motor controller board smoked during testing. No donor injury was reported. No operator injury was reported.